Event description:
It was reported that the surgeon was using instrument to decompress and the handle broke.

Manufacturer narrative:
Method: visual analysis, device history review, complaint history review, risk assesment result: the age of the device was found to be more than 5 years old. According to the IFU for instruments, the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. No relevant manufacturing issues found upon device history review. Conclusion: per email correspondence with the sales rep, the device had been frequently used prior to the reported issue. The probable root cause of this event is normal wear and tear of instruments.

Event description:
It was reported that the surgeon was using instrument to decompress and the handle broke.